Event description:
Event description guidant received information that pacing and sensing is no longer functioning. Pacing impedance is less than 200 ohms. Noise is noted on the right ventricular channel. No ventricular capture can be observed. There have been no inappropriate shocks but there were many nonsustained episodes stored. The right ventricular lead is a competitor's product but a guidant epicardial lead may be used for sensing.